Event description:
N/a

Manufacturer narrative:
Updated fields: b3; b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code; h11 it was reported that after the field service d.01 upgrade and completing battery calibration the cardiosave intra-aortic balloon pump (iabp) unit had issue of drive manifold leak test. Patient involvement is not there and no harm reported. A getinge field service engineer (fse) arrived at the site and upon performing d.01 upgrade on pmb, the update was successful, but the functional tests the all manifold drive tests failed, more specifically, the drive manifold leak test. Fse checked for the leaks and found solenoid k7 and k8 were leaking at a rate of vacuum= 77mmhg and pressure= -122mmhg. Unit will need a new drive manifold assembly. Customer will be ordering and replacing by themselves. Biomed is trained and will be completing the repair once he receives the drive manifold assembly. The trained customer had purchased another drive manifold and replaced drive manifold assembly on the unit. And accidentally threw away the affected drive manifold.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that after field service getinge fst found that upon performing d.01 upgrade on pmb cardiosave intra aortic balloon pump update was successful but the functional tests the all manifold drive tests failed, more specifically, the drive manifold leak test. There was no patient involved.